Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit flickers. It was further reported that this happened multiple times during cases.